Event description:
The patient was implanted with the vivistim system on (B)(6) 2026. On (B)(6) 2026, during a rehabilitation therapy session with stimulation, the patient reported generalized fatigue followed by a seizure. The seizure lasted approximately 1-2 minutes while the patient was seated. Following the event, the patient was transferred to the emergency department for evaluation and was discharged home the same day. The patient has a documented history of seizures prior to implantation. Follow-up information indicated the patient experienced an additional seizure at home on (B)(6) 2026. The patient's neurologist adjusted the patient's antiseizure medication and reportedly did not believe the seizures were related to vns therapy. The patient resumed daily magnet therapy, returned to part-time landscaping work, and no changes were made to the vivistim system. The device remains implanted.